Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that an infusion of tpn was noted to be leaking at the connector on the y-site tubing. Tubing replaced which resolved the issue. There was no patient harm.

Event description:
The customer reported that an infusion of tpn was noted to be leaking at the connector on the y-site tubing. Tubing replaced which resolved the issue. There was no patient harm.

Manufacturer narrative:
The suspect device was not received for investigation. The concomitant products were received for investigation on (B)(6) 2018. The customer¿s report of a fluid leak was neither confirmed nor replicated. The customer-provided components were functioning effectively during the investigation. No indications of a leak site were observed anywhere along the tubing configuration. The root cause of the reported failure was not determined.